Event description:
User placing batteries into equipment, it immediately sparked, small flame. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.

Manufacturer narrative:
We are awaiting to receive the damaged device through the distributor to perform investigation of this case.